Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a knee arthroscopy surgery when the wand was plugged into the machine, the temperature shown very high (beyond the range) and there was an alarm, an error e7 appeared. The issue happened before it was used in the patient. The device was disconnected and then connected again but the same issue happened. No patient injuries or delay reported. Back-up device was available to complete the procedure. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: further assessment of information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The information states that no harm nor injury was reported and no previous injury or harm has been confirmed to be caused by the device in the past, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10 d10, h3, h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode and screen erosion with contamination/discoloration and scratch/scuff marks on the spacer and cap. There were no manufacturing abnormalities found on the device. Prior to the functional testing the resistance of the r2 was measured to be 1628ohms. During functional evaluation the device was connected to a compatible quantum2 controller and did not work. An error e-7 occurred. After bypassing the error e-7 the device performed as intended; the suction line was tested and performed as specified the complaint was verified and a root cause could not be determined with confidence. Factors that could have led to an e-7 error includes: the rf controller may have been turned off following connection of the wand or source power may have been interrupted. The wand incorporates a single-use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e-7 error such as disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. There were no indications during manufacturing record review that would suggest that the devices did not meet.

Manufacturer narrative:
G4: the correct aware date of the event was on (B)(6) 2020.